Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038898) in united states on 09-mar-2015 who had essure (fallopian tube occlusion insert), lot number 774387, inserted on (B)(6) 2010. Soon after insertion, she started having symptoms that changed how she lived her life. She had vertigo, nausea, sharp pains in her abdomen to the point of dropping her to her knees, pain and bleeding during sexual intercourse, metallic take (as reported) in her mouth, severe bloating and extreme fatigue. In addition consumer reported that she waited and explored possibilities with her physician for over a year but by year 2 she couldn't live with it anymore and they have exhausted all other options. Her doctor agreed to remove the essure device he himself in order to alleviate consumer's pain. Removal occurred in (B)(6) 2012 and all of her symptoms are gone. Ptc investigation result received on 23-mar-2015 (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. (B)(4) additional ae case reports have been received to date in relation to batch number 774387 but none of these cases refer to a similar medical event. No batch signal can be identified at this time. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and soon after device placement experienced sharp pains in abdomen to the point of dropping me to my knees. This event is serious due medical importance and listed in the reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, soon after insertion the consumer started to experience sharp pains in abdomen to the point of dropping to her knees . Then, two years later, essure was removed and the symptom has gone (positive dechallenge). Considering close temporal relationship and positive dechallenge, causality with essure use cannot be excluded and since intervention was implied (essure removal) this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up from 17-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and soon after device placement experienced sharp pains in abdomen to the point of dropping me to my knees. This event is serious due medical importance and listed in the reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, soon after insertion the consumer started to experience sharp pains in abdomen to the point of dropping to her knees . Then, two years later, essure was removed and the symptom has gone (positive dechallenge). Considering close temporal relationship and positive dechallenge, causality with essure use cannot be excluded and since intervention was implied (essure removal) this case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.